Event description:
Patient presented to the physician one week post-implant procedure with a hematoma at the chest incision site. Physician brought the patient into the operating room, evacuated the hematoma, irrigated the chest pocket with antibiotic solution, and closed.